Event description:
When patch was removed, all the skin came off with bleeding. The pt is still healing. They saw a physician. Reporter spoke to MFR who asked for the patch. She sent it to them. MFR wrote back saying they apologize and they are forwarding her comments to the appropriate department and will be sending a refund. A vascular surgeon saw pt and prescribed cleaning with soap and water and the antibiotic cream. None of the physicians called it a burn but the ER doctor treated it with the cream used for burns. Pt was uncomfortable from the injury and took tylenol for the pain. Distributed by (B)(4). ER doctor gave them silvadene. Regular physician said to use antibiotic cream.